Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 20658139.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent an explant procedure. No device malfunction was suspected. The explanted ipg and leads will not be returned.